Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and noted the failure of power management board. The power management board was replaced, and the unit was returned to service.

Event description:
The hospital reported that, during pre-use checkout, the unit failed air flow control valve and fio2 was not achieved. A ge healthcare service technician performed a checkout of the equipment and further noted the failure of the power management board. There was no reported patient involvement.